Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Additional information: imaging for this case would not be provided by the customer. Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, the cause of the reported valve migration cannot be confirmed. Imaging was not provided to edwards for evaluation, and a perceived cause of the event was not communicated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One day post transaortic tavr procedure, the patient¿s thv was observed to have migrated ventricular. A valve in valve procedure was performed. Initially, the films from the tavr procedure were viewed and the implant looked unremarkable with trace pvl. However, the tte on the following day revealed the valve had moved below the aortic annulus. The decision was made to implant a second valve in order to "catch" the initial valve and ensure there was a valve in the native annulus. The 23mm sapien valve was prepped and was positioned aortic to the first valve 70:30 aortic/ventricular, however, during deployment, the first valve caught on the balloon of second valve, which caused the first valve to move even more ventricular. After deployment of the second valve, the valves were not overlapping as intended. The post deployment echo confirmed the second valve had been positioned perfectly in the native annulus (50:50) with no paravalvular leak (pvl) while the first valve had moved further into the ventricle. There was discussion on placing a third valve to secure the initial valve or to retrieving the initial valve. The decision was made to remove the first valve from the ventricle. The valve was ¿snagged¿ and the patient remained in stable condition post procedure. The patient¿s average native aortic annular diameter was 22mm by CT. The native valve calcification was moderate and the aortic root was moderate. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were reported to be good, ventilation was held and there was no loss of pacing capture during valve deployment.